Event description:
Patient had multiple hsv 2 positive tests on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 2. Date given is the western blot confirmatory test. Reference report: mw5118935.